Manufacturer narrative:
Patient: no consequences to the patient were noted. Device: labeled. Event evaluation: still under investigation.

Event description:
Stent fracture detected on routine one year follow up. Details of injury (to patient, carer or healthcare professional): there is no evidence of a clinical problem. The aneurysm is shrinking and there is no endoleak. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): none needed other than continued surveillance as per all patients. The device remained inside the patient. Stent graft. The patient did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence. No additional information available at this time.